Manufacturer narrative:
Block d2b: pro code: qrb. Block b3: exact date unknown, event occurred in approximately january of 2025 from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.